Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention took place on (B)(6) 2023, where the ipg was moved up in the flank area, thereby resolving the issue.